Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 750 mg/dl. Customer had symptoms such as not eating. Customer was hospitalized for diabetic ketoacidosis. Customer was treated at the hospital. Customer also treated with set change. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the drive support cap appeared normal. The customer did not mention any air bubbles. Customer was assisted with high pressure test and it failed. The insulin pump was not returned for analysis.